Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with a constant false occlusion alarm was confirmed during product evaluation. This condition was caused by the pump's door assembly having damage to its latch and hinges. The door, door bumper, and door latch assembly were replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a constant false occlusion alarm. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During device testing by a baxter service technician, the reported condition was confirmed when an occlusion alarm interrupted delivery. No additional information is available.